Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on forces sensor resistor. Failure analysis was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had scratched reservoir tube window, missing end cap sticker, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer also reported the insulin pump would stop in the middle of the night. Customer would have to rewind and reprime the insulin pump to resume insulin pump therapy. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.